Manufacturer narrative:
The unit had an intermittent button response due to corroded keypad traces. The unit had a minor scratched lcd window and a cracked case at the reservoir tube window corners. (B)(4).

Event description:
The customer called in to report a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.